Event description:
New information received stated that on june 29th, 2020, the patient presented to the hospital for a scheduled routine pulse generator change procedure. During the procedure, the physician accidentally nicked the reported lead and the lead was capped and replaced in the same procedure. The patient was reported to be in stable condition during and after the procedure.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission with an episode of ventricular fibrillation. The transmission showed the episode was a true fast rhythm but later showed noise artifacts with some variation and large amplitudes. The patient was brought to the clinic for additional follow up. It was discovered that the patient experienced inappropriate anti-tachycardia pacing and inappropriate shock due to noise artifacts on the right ventricular lead. The patient was then scheduled for a lead revision procedure.